Event description:
It was reported that sales consultant received a chronos beta-tcp, tri calcium phosphate, strip. The pull strip on the outer packaging was not sealed and the sales consultant is concerned that the sterility may be compromised. No patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection of the returned product confirmed the event description and revealed that the pull strip was opened up and the box was dented, as if it was stepped on. The sterile peel-pouch did not appear to have been breached. Risk assessment - no patient involvement and no adverse consequences were reported. While the foil layer appeared to have been left unaffected, it was decided not to use the product and to remove it from the hospital. Conclusion: the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).